Event description:
It was reported that the patient experienced driveline exit site drainage. The patient was given keppra (levetiracetam) as a precaution for seizures and the aneurysm symptoms were to be monitored for any worsening. The patient remained stable and was continued on antibiotics with no other additional interventions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infections could not conclusively be determined through this evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported right middle cerebral aneurysm could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C is currently available. Section 1 of this IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had chronic serratia driveline infection at the exit site and was on chronic meropenem. The patient also had persistent candida parapsilosis fungemia and was on chronic micafungin suppression. This was complicated by a right middle cerebral artery mycotic aneurysm.

Manufacturer narrative:
Section b3: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.